Event description:
Reportedly, the surgeon stapled instrument down for the posterior repair, but found instrument cut but did not staple. Surgeon had to go in to suture for posterior repair. Pt was never released from the ICU. Approx two weeks later, pt was brought back to the or due to bleeding. It was not known if a transfusion was required. Pt has now been released from the hospital. Sex: unknown. Procedure: hemicolectomy.